Event description:
An aneurx bifurcated stent graft of an unknown size was inserted for the treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unknown. It is reported that this was not a device problem. During the deployment of the iliac stent graft the physician was distracted by a new tech assisting him with the procedure. The physician thought that he had connulated the gate, however, due to the distraction, he and the assistant surgeon did not double check for cannulation of the gate of the stent graft with ivus (intravascular ultrasound) or a pigtail catheter. It is reported that the 16 french sheath passed without any problems: therefore, the physician thought that he had cannulated the gate and the stent graft was accidentally deployed behind the gate. The limb graft, which was deployed behind the gate, was ballooned and pushed into the aneurysm sac and left to embolize. Another limb stent graft was successfully deployed in the gate and the procedure was completed with good results. It is reported that the pt's fine and there were no add'l clinical sequelae related to this event.